Manufacturer narrative:
(B)(4). Femoral head sterile product do not resterilize 12/14 taper. Establishment name: (B)(6) medical center. Concomitant medical products: item#: 00631005032, liner 10 degree elevated rim 32 mm i.d. For use with 50/52/54 mm o.d. Shells, lot#: 60802424. Item#: 00620005222, shell porous with cluster holes 52 mm o.d., lot#: 60890341. Item#: 65771101320, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 extended offset, lot#: 60697921. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03976, 0001822565 - 2019 - 04587.

Event description:
It has been reported patient underwent initial right hip revision approximately 9 years post initial implantation due to pain, metal reaction at the trunnion, polyethylene wear and fracture. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records identified fibrous tissue was found within the joint; yellowing and a linear fracture of the posterior rim of the poly and bony outgrowth over the poly were noted. Pseudo capsule was present and lab results revealed elevated metal ion levels. Black staining was seen at the junction of the head and neck; black tissue found within the femoral head as well as around the periphery of the trunnion. Acetabular component was assessed and found to be stable. X-ray images provided but not reviewed as the operative notes and lab results were supportive of the event as described. Head and liner were replaced. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.